Event description:
It was reported that the patient was issued a new system controller due to a decreased audible alarm.

Manufacturer narrative:
Reporter phone number was not available. Manufacturer's investigation conclusion: the reported event of a decreased audible alarm was not confirmed. It was reported that the system controller was exchanged; however, the controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of available information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: serial number, lot number, and expiration date redacted as device information was unknown. H4: manufacturing date redacted as serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was issued a new system controller.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.